Event description:
On november 14, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ping meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On event date at 2:04 pm, the patient obtained the blood glucose reading of 313 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. Based on that reading, the patient administered an additional two units humalog insulin using the pump. Two hours later, the patient experienced the symptoms of sweating and confusion. Emergency services were contacted, and when paramedics arrived, they tested the patient's blood glucose level to be 21 mg/dl. 44 mg/dl and 114 mg/dl over the next hour. The patient was treated with oral glucose gel. The test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.